Manufacturer narrative:
An in-house testing was performed using blood sample with the returned contour xt meter and in-house contour next test strips from lot # 1gpeg05c, which gave a satisfactory performance.

Manufacturer narrative:
The customer returned the suspected contour xt meter for evaluation. No test strips were returned. Therefore, an in-house testing was performed with the returned meter and in-house contour next test strips from lot # 1bpeg15a and in-house contour next control solution from lot # 1bv2d34, which gave a satisfactory performance. Additional laboratory testing will be performed. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from greece reported that he obtained blood glucose readings of 497 mg/dl at 6:59 a.m. And 144 mg/dl at 7:02 a.m. With the contour xt meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.